Event description:
The customer reported having no display.

Manufacturer narrative:
The customer reported having no display. The unit was evaluated at philips, and the symptom was duplicated. Replacing the control pca resolved the issue.